Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (baclofen) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease the hcp reported that the patient was in the office today for a refill and they were doing telemetry. The hcp stated that they got an alarm on the pump saying that a rotor stall had occurred more than one thousand and ninety two hours before and there was no recovery recorded. The hcp mentioned that they did hear the critical alarm while in the room with the patient and the patient was not having any withdrawal symptoms. The hcp noted that the date that the stall occurred was back in march 25th and they had seen the patient on march 13th and did a refill at that time and everything was good and no magnetic resonance imaging (MRI) had occurred around that time. The hcp checked the logs and it showed that the pump stall recovery had occurred. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the healthcare provider who reported that the cause for the motor stall was an MRI scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.